Event description:
It was reported that the ventilator stopped ventilating while it was connected to the patient. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator stopped ventilating while it was connected to the patient. The ventilator was investigated by our field service engineer on-site and a full functional check was performed with no issues found. The ventilator passed all test successfully. No parts has been replaced. The root cause to the reported failure has not been established in this investigation.

Event description:
Manufacturer ref#: (B)(4).